Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported incomplete coaptation appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported poor imaging is due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report incomplete coaptation it was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, thickened leaflet, prolapsed posterior leaflet (p2), flail on the posterior leaflet, and presence of a chordal rupture. A mitraclip xtw was implanted centrally on p2. A mitraclip xt was implanted laterally to the first clip. Following the release of the mitraclip xt, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Clip interaction was suspected during an attempt to grasp the leaflets with the second clip. The xtw remained attached to both leaflets. Difficulties visualizing the clip during the procedure occurred. The procedure was completed with two clips implanted. The mr was reduced to grade 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.